Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced. The internal battery and pneumatic block were replaced as a precaution. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery detection issue and displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced. The internal battery and pneumatic block were replaced as a precaution. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery detection issue and displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported sf181 was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.